Event description:
Patient was admitted and diagnostic imaging procedure (lower venous duplex ultrasound) was performed. Study report of clinical findings was completed on agfa impax cv reporting module. Report was finalized at 1751, indicating presence of acute dvt in right peroneal and posterior tibial veins. Electronic copy of report sent to hospital information system (his), with incomplete information displayed; "his" report indicated no evidence of acute or chronic thrombosis. Discrepancy between agfa impax cv report and "his" not apparent until 1845. As a result, there was a delay in the application of appropriate therapy (heparin infusion).

Manufacturer narrative:
The device was not defective. The root cause of the problem was that one step of the installation procedure was not properly executed. Measures are being taken to prevent recurrence.